Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Maude report: mw5086535.

Event description:
It was reported that an ethicon stapler curved intraluminal misfired during a laparoscopic assisted total proctectomy and the case was converted to a total proctectomy with coloanal anastomosis.